Event description:
Additional information reported that there was no erosion at the time of explant. Any additional information received will be included in a supplemental report.

Event description:
It was reported that the patient lost (B)(6) since the getting the implantable neurostimulator (ins) and now "it looked like the implant was coming out of the skin." It was also reported that the battery was causing discomfort in its current location. The patient had no stimulation sensation, and hadn't been able to use the ins in months. The patient last recharged the ins months ago and now the ins won't charge. It was also noted that the battery had been over-discharged for greater than 1.5 years. A reset was attempted and was unable to "power on reset" her battery. The patient was going to have her lead and battery explanted. No battery or lead information was obtained due to a lack of charge. It was noted that the ins was implanted in 2009.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).